Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown.

Event description:
It was reported that the tsvm4b10 fractured while in patient's mouth. The implant was removed. Tooth # 18. It was reported that another implant was placed.

Manufacturer narrative:
One imp,tsv,mcol mg,4.1mm,10m (tsvm4b10) was returned for investigation. Visual inspection of the returned product identified a fractured collar, dried bone and damaged threads from removal. The reported device was located on tooth # 18 (universal) and was used for approximately 3 months. The customer did not provide any x-rays. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that there was no adverse reaction after implantation. Three months after the repair, the main complaint was pain, the tooth was loose, and the examination revealed the implant was fractured. The reported complaint was confirmed as visual inspection identified a fractured collar on the implant. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.